Event description:
It was reported that during a brevera procedure on (B)(6) 2023, the system showed errors during the procedure and the system was only able to cut 2 cores and the site was unable to complete the procedure and had to reschedule the patient. No additional medication or treatment required.

Manufacturer narrative:
The system was examined by a field engineer and it was determined that the system has an issue with the pc/corelumina software. The field engineer rebooted the system to avoid this issue. The unit was tested and verified proper system operation. System is fully functional per manufacturer´s specifications. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.